Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05287. The pt has two leads from the same lot) and two anchors (from the same lot). It was reported the pt is not receiving adequate coverage. An impedance check revealed invalid contacts. X-rays were taken and the doctor believes a fracture might be at or near the anchor site. The pt may undergo surgical intervention to address the issue.